Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there were concerns that this pacemaker was depleting prematurely. The patient has prostate cancer and has exposure to radiation. The device will be changed out in about two years. No adverse patient effects were reported.